Manufacturer narrative:
Device passed displacement and self test. Device was programmed with test guardian link 3 and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 200 value properly on display graph. No unexpected calibration error or lost sensor alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels were 46 mg/dl. The customer reported that last night, the insulin pump was going off. When trying to calibrate his sensor, he received a no calibration occurred alert. He shut off the sensor. This morning the customer removed the sensor and inserted a new one and his blood glucose level was dropped. The customer reported many sensor related issues. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.